Event description:
Sales consultant received the order (B)(4) with the wrong item in the box. He had ordered 1/3 instrument tray for distal radius, forceps, and bending pliers (part #60.111.472), but received 1/3 instrument tray for distal radius, retractors, hook and elevators (part #60.111.473) instead. The mfg packaging for the tray has the correct part # written on it, but the tray inside is the incorrect part #.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The device and packaging were not returned for confirmation and eval of the reported event.